Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not displaying all of the information on the diagnostic screen for the data acquisition (da) printed circuit board assembly (pcba) and flow sensors. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device was removed from service. The rse informed the customer that the latest version of the service manual is version t. The biomedical engineer (bme) advised the customer to remove the battery and reboot the device-- the device showed zero hours of operation for the da pcba and flow sensors. The customer advised the rse that 1106, 1107, and 1007 error codes were found in the significant event log on multiple days. The rse advised the customer to order and replace the da pcba and da-mc pcba cable and provided the customer with the part numbers for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.